Event description:
A ventilator was returned to the MFR for service. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The device's proximal pressure tubing was found to be disconnected. The proximal pressure tubing was reconnected to address the issue. Proximal pressure tubing was reconnected.